Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed as the clip opened while locked. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (mr) grade 3. Clip delivery system (cds0602-xtr 80417u165) grasped the mitral valve leaflets without issue. During final arm angle assessment (faa), the clip opened while locked. The clip grasped the leaflets again and faa was performed a second time, however, the clip again opened while locked. The cds with the undeployed mitraclip was removed from the anatomy without issue. Once outside the anatomy the nurse attempted faa and again the clip opened while locked. Another device was used in replacement. Two mitraclips were implanted, reducing the mr to grade 1. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported mechanical issue ((clip open - establishing final arm angle (efaa)) could not be confirmed during returned device analysis as no issues were noted. The observed bent actuator mandrel appears to be due to procedural circumstances as multiple attempts were made to test efaa. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no lot specific product quality issue. All available information was investigated and a definitive cause for the reported mechanical issue (clip open- efaa) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.